Manufacturer narrative:
The device evaluation was completed on 25-jan-2024. The device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection and screening test were performed following bwi procedures. Visual analysis revealed multiple holes in the pebax without any foreign material inside. Furthermore, a broken helix was observed. The potential cause of this condition might be associated with improper handling; however, this cannot be established. When connected to the carto 3 system, the device was visualized and recognized accurately. However, an error (106) appeared on the system, attributed to an open circuit in the tip area. The presence of holes in the pebax and the broken helix could also be linked to the reported event. The force and magnetic issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force/ magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿106 alert code and magnetic sensor error¿. In addition, the biosense webster inc. Analysis finding of the ¿holes in the pebax and the broken helix¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (B)(6) were selected as related to the customer¿s reported ¿106 alert code and magnetic sensor error¿. In addition, biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified multiple holes in the pebax. Initially it was reported that the 106 alert code occurred after the catheter was plugged into the carto system and before first ablation as tip threaded through distal end of sheath (distal exit). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-jan-2024 there were multiple holes in the pebax without any foreign material inside and a broken helix. This event was originally considered non-reportable, however, bwi became aware of multiple holes in the pebax on 25-jan-2024 and have assessed this returned condition as reportable.